Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has been returned to the manufacturer.

Event description:
It was reported that the pharmacy had been continuing to use a device to prime the cassette tubing within the hood. In both instances, the cassettes had been filled using only 0.9% ns, and when the pump had been started, the pump had alarmed downstream occlusion.

Manufacturer narrative:
One sample was received for evaluation. Visual and functional testing were unable to verify or duplicate the reported problem. The root cause was unable to be established. No registered lot number was provided; therefore, a device history record (DHR) review could not be conducted.